Event description:
A report was received that the patient's ipg had difficulty establishing a connection to the remote control and clinician programmer. The ipg would also not hold a charge. The patient underwent an ipg replacement and did well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. Device exhibited normal telemetry functions.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg had difficulty establishing a connection to the remote control and clinician programmer. The ipg would also not hold a charge. The patient underwent an ipg replacement and did well postoperatively.